Manufacturer narrative:
Additional information: b5. B5: upon follow-up, it was reported that the patient was not hospitalized for the event. It was reported that the patient was recovering from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in suspected peritonitis. The breach in aseptic technique was further not described. The suspected peritonitis was manifested by cloudy effluent. It was not reported if the patient was hospitalized for the peritonitis event. On an unknown date, the patient was treated with cefazolin intraperitoneal and ceftazidime intraperitoneal for suspected peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.